Event description:
Terumo medical corporation received the reported information. The procedure performed was a pacemaker implant. The vascular surgeon obtained access into vein via needle; however, was unable to advance the starter wire. The surgeon switched to a glidewire and was able to advance with some repositioning. The procedure continued and leads were positioned. No sine was done until end of case. Artifact was noted on the screen. Upon inspection by interventional cardiologist, it was noticed that the distal end of the glidewire had some type of deformation. It was believed that during repositioning of the glidewire through the needle damage may have occurred. The wire was discarded and the patient was sent to have computerized tomography (CT) and then to interventional radiology (ir) to try and snare the piece of wire. However, the location of the piece of wire and pacemaker leads made it unsafe to try. Ir believed the piece of wire was in a safe place within the pulmonary vein and will reendothelialize. Additional information was received on 29oct2025: the object measures roughly 10cm in length, as measured on imaging by the physician, which was consistent with the length of the distal glidewire section that the interventional cardiologist stated was deformed prior to the wire being discarded accidentally. Additional information was received on 31oct2025: the patient was then placed in a deep trendelenburg. A solitary puncture of the left subclavian was then undertaken and was exchanged for the wire however, the wire kept going up the internal jugular (ij). The patient was placed in a normal position, and it was confirmed that to be the case. The wire was attempted to be moved three times into the subclavian with no success. An angled glidewire with a torque was requested and the user was able to move it down into the subclavian though the wire wanted to go over to the contralateral side. It was then redirected down into the heart. As the user moved into the heart, they saw a slight opacification that had not been there before, and the wire seemed to become longer. They attempted to pull the wire back; however, the opacification did not come back with this. The wire was exchanged with the dilator alone. The short j-wire and the leads that had been previously fashioned were then inserted. The glidewire the tip was then examined was completely intact in 360 degrees. As the user passed their hand, they could feel a very slight defect, perhaps even less than half a millimeter. At 5 cm length it appeared that a portion of the plastic covering of the wire had been sheared free. The user reexamined the dilator it was normal in its appearance.